Event description:
It was reported that the device was explanted after an implant duration of approximately 145.6 months. Through followup with the health care provider, it was learned that the device was explanted due to calcification and stenosis.

Event description:
It was reported that the device was explanted after an implant duration of approximately 95.9 months. On 11/02/2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. Device is expected to be returned. A device history record review is currently in process.

Event description:
During service at baxter, it was discovered that a colleague infusion pump with the channel a select key not working. According to the customer there was not an adverse event, patient injury or medical intervention associated with this report. There is no additional information available.

Manufacturer narrative:
Evaluation summary: cuts and missing tissue are evident in the free margin and the cusp areas of leaflet 1; approximately 5mm of tissue remains intact along the attachment site. Similarly leaflet 2 is missing tissue at the cusp area; missing tissue measured to approximately 9mm by 7mm. Calcification is heavy in the remaining tissue in all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue encroached onto the tissue inflow and into the orifice, at the greatest distance of approximately 3mm. At the outflow aspect, minimal to moderate host tissue fused the free margins of leaflets 1and 3 at commissure 3 by approximately 4mm. Host tissue is moderate at the stent inflow. Cuts in the sewing ring are evident along leaflet 2, exposing the wireform and the band. The x-ray demonstrates calcification and stent distortion.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.